Event description:
During a laparoscopic assisted vaginal hysterectomy, the device fired five times with no problems. On the sixth firing the handle would not pull back and the device could not be fired. A new cartridge was inserted and did the exact same thing. No abnormal bleeding or cutting occurred as a result. A second device was opened to complete the case and worked fine. The initial device was being used on the broad ligament at the time of the misfire. There was no consequence to the pt.